Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. The extracorporeal tubing was cut at approximately 3.81 cm from the y-fitting. An optical fiber was also observed to be broken at approximately 75.43cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed with no leaks detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to duplicate the clinical settings. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Additional information: patient information: 46 years old, date of birth: (B)(6) 1975, female, height: 5¿3¿, weight: 74kg. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(6).

Manufacturer narrative:
Complete event site name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that approximately five minutes after insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The iab was removed and a new iab was successfully inserted with no further issues. There was no patient harm or adverse event reported.